Event description:
Caller reported a tandem mobi cartridge alarm. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue, provided instructions for storage mode, and sent a replacement pump. Caller was instructed to return the problematic pump using a pre-paid label within 10 days.